Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the gasket tore on both 511s cannuals from a ftr72 flex tray. One 511sd was opened as replacement during the procedure and the 511sd gasket was also reported to have torn. There was no consequence to the pt.